Event description:
Customer reported the left side of the battery charger did not charge. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection of the device revealed the power supply was defective and not functioning properly due to charging bays traces burnt. The left power supply unit produced 16.2 v. The device was repaired and returned to customer on (B)(4) 2013. This complaint is indeterminate. Placeholder.